Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On 04/20/2024, the patient experienced a seizure and when fingerstick was taken, the cgm was reading 13.4 mmol/l and the blood glucose reading was 2.3 mmol/l. The patient was treated by their mother with a glucagon injection. It was reported that no further treatment was necessary, and that the patient did not visit a health care facility. At the time of the report, it was reported that the patients¿ tongue was slightly bruised, and that the patient felt a bit sore. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.